Event description:
It was reported that an exchange was done in the hospital ward and the patient experienced peritonitis. The patient was treated with injection reflin 1g once daily (od) ip and injection fortum 1g od ip for peritonitis. It was unknown if the patient was hospitalized.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error (exchange done in hospital ward). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The cause of the peritonitis is unknown. The patient has recovered from this event.